Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 250 mg/dl. The customer stated they would utilize backup therapy to address their bg. Reportedly, the customer would continue use of the pump but also has manual injections available as alternate insulin therapy.